Event description:
Implant was removed as per patient`s request.

Manufacturer narrative:
Patient was in pain so the implant had to be removed. Failure to osseointegrate will be the updated issue description.

Event description:
Patient was in pain so the implant had to be removed. Failure to osseointegrate will be the updated issue description.